Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Additional information received stated that the pin got stuck in the proximal tibia cutting guide. Surgery was extended by about 1 minute while removing the stuck pin.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Unknown cement was used. It was also reported that the patient had bilateral knee on (B)(6) 2016 and came in the office complaining of pain and instability. After xrays were taken, they could see that the tibia on her right side had collapsed and fallen into callus. The implant was easily removed and replaces with a revision tibial tray. Patient appeared to be stable after revision was completed. Doi: (B)(6) 2016. Dor: (B)(6) 2020. Right knee.